Event description:
Peripheral IV placed in child's right saphenous. Cannulated vein on first attempt. Device secured. Noticed to be leaking at site when flushed to confirm patency. Site examined. IV removed and it was noted at this time that cannula was not attached to hub. X-ray confirmed cannula retained in child's leg. Manufacturer notified.